Event description:
During a periodic inspection, it was reported that the device logged an event code in the memory and displayed the "call service" message indicating a critical failure. The device would not be available for use in the reported condition. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined the cause of the malfunction to be failure of an ic chip, designator u8.